Manufacturer narrative:
Clarification to lot number: 21l14c. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: n/a, backup device was used to completed surgery.

Event description:
Healthcare professional reported "implant rupture while using keller funnel¿2". The surgery was successfully completed with the same funnel using a back up breast implant.